Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and an inadequate response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. During onsite visit with the physician, it was shared that the patient had a cta revealing a migration of the aortic extension with a type ia endoleak and aneurysm sac expansion. The physician is planning to treat the patient with an mdt extension and bilateral renals. There have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device codes - remove 1068, 1354, 3026. Conclusion code - remove 11.

Event description:
Additional information received confirming that the physician plans to treat the patient with a zenith fenestrated (non-endologix) device, but surgery has not ben scheduled.